Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician found damaged bearings due to normal wear .

Event description:
It was reported by the customer that the qd family attachments were not attached. The device was returned for service. During service, the technician found the hose damaged, oil leak, the screws from the wz coupling were loose and the rotational speed had too many fluctuations. The bearings, lamellae, gaskets, and couplings were replaced and a new hose was added.